Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Dried blood was present on the fiber bundles, the proximal end was stretched and kinked. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The interlocking arm of the coil was not returned. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was buckled/kinked. The zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage was noted. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "begin vigorous flushing before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the inability to deploy the coil." (B)(4).

Event description:
Reportable based on device analysis completed on 30may2016. It was reported that the coil became stuck in the catheter. The target lesion was located in the internal iliac artery (iia). A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil became stuck in a non bsc guide catheter upon inserting. Several attempts to retrieve the coil was made to no avail. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the coil had been pulled off.